Manufacturer narrative:
Findings: pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer was reported via phone call that, there were crack on the reservoir compartment and battery compartment. The blood glucose was unknown at the time of the incident. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.